Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 140 and 106 mg/dl. Tests were done within 10 minutes. Pt cleaning meter incorrectly. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further has been reported.